Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was electively explanted. The associated right ventricular (rv) lead had loss of capture of an unspecified duration and the patient was syncopal as a result. No additional adverse patient effects were reported.